Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation revealed the runaway condition was able to be recreated when a high impedance ground connection (marginal ground connection) going from the drive to the encoder was simulated by adding a 24 ohm resistor in series with the ground line. The effect was a reduced encoder voltage causing the encoder not to function as intended. This resulted in a loss of commutation in the motor that caused the treadmill belt to run in an uncontrolled manner. The exact cause of the commutation loss is not known and the event has not been duplicated without the addition of resistance to the encoder ground line. A design mitigation has been proposed by (B)(4) that will detect commutation loss and disable the drive when the reported condition occurs. This mitigation will be implemented to correct the impacted treadmills in the field.

Event description:
The customer reported that the patient was on the treadmill and the belt slowed without being induced. To correct the error, the user manually increased the speed of the belt. The belt then accelerated to maximum speed but while maintaining the same incline. Patient fell and the patient's foot was trapped in the space at the end of the belt. The red stop button (e-stop) was pressed however the belt did not slow. User then turned off the power to the device. Patient suffered abrasions to feet. The patient required treatment, x-rays and reduction of dislocated toe. The patient was also prescribed antibiotics and nsaids .